Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. Insertion of 14fr sheath was very smooth without complication at left common femoral artery (lcfa). However, aortic valve was found to be severely calcified with stenosis. After several trials of cannulation and ultrasound imaging, no wire successfully crossed the valve and reached the lv (left ventricle). Physician changed support to intra-aortic balloon pump (iabp).

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.